Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Per customer, no patient demographics to be provided.

Event description:
It was reported that the stopcock disconnects unintentionally from the set while an unspecified fluid was infusing. It was noted that the event caused issues with contamination and patient confidence. There was no patient injury.